Manufacturer narrative:
.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that he was hospitalized in (B)(6) 2012, with a diagnosis of dka. The patient reported he was taken to the hospital via ambulance, taken off the pump and treated with injections. The patient informed customer support he was hospitalized from the end of (B)(6) 2012. At the time of the call, animas customer support noted that the pump settings and history were not able to be reviewed. The patient reported that he was unable to get the battery into the pump. The patient mentioned he had been on injections since (B)(6) 2012. The patient did not provide any information regarding bg readings or symptoms prior to hospitalization. At the time of troubleshooting, the patient denied having any issues with site/set or cartridges. This complaint is being reported because the patient was reportedly hospitalized for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review showed no information from the end of may to june 2nd period, it was overwritten due the continuous use of the pump. The available data shows multiple persistent no cartridge starting count and no cartridge detected warnings. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump powers up successfully. The pump has a completely detached and missing a lead screw/piston. Investigators were unable to adequately investigate reported inaccurate delivery. The pump was opened and the power flex and the force sensor were tested for intermitting conditions and no moisture ingress observed inside. Inspection confirms a mechanical assembly fault.